Manufacturer narrative:
The customer reported this event to the FDA through medwatch mw5082813. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the middle port. The leaks were identified during unspecified process steps. There was no report of patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of report of 1416980-2018-08286. All investigation activities will be captured under report 1416980-2018-08286.